Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2017 with the following findings:cartridge compartment is damaged near the threads. Battery compartment is cracked above & below the bumper pad. Base crack observed between case seal and keypad.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The pump was returned for investigation and the battery and cartridge compartments were found to be cracked. There was no indication that the product caused or contributed to an adverse event.